Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): preliminary analysis revealed no telemetry and no pacing output. The device lost telemetry due to battery depletion. There is no evidence to indicate the depletion was anything but normal. The device was fully functional when powered with an external source and operated at normal current levels. The battery had normal impedance level and recovered voltage when disconnected from the circuit. The returned documentation stated that the patient received numerous shocks, which was the likely source of the battery depletion. Without implant data, a longevity calculation cannot be performed. For that reason the result of analysis is inconclusive.

Event description:
It was reported the device had battery depletion. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4): preliminary analysis revealed no telemetry and no pacing output. The device lost telemetry due to battery depletion. There is no evidence to indicate the depletion was anything but normal. The device was fully functional when powered with an external source and operated at normal current levels. The battery had normal impedance level and recovered voltage when disconnected from the circuit. The returned documentation stated that the patient received numerous shocks, which was the likely source of the battery depletion. Without implant data, a longevity calculation cannot be performed. For that reason the result of analysis is inconclusive. Later, destructive analysis of the battery identified a battery separator tear.